Event description:
The customer contact reported air in the tubing. The tubing set was being used to deliver an unspecified volume of (B)(4) dextrose in water, at an unspecified rate, via a plum pump. After an unspecified length of time, it was reported that the nurse entered the pt's room to check the delivery of medication and noted the solution container was empty. At this time, the nurse noted an unspecified volume of air in the tubing set below the pump cassette. It was reported that the air was approximately a half inch proximal to the pt's IV access site. No audible alarm tone was reported. The nurse stopped the delivery. No air was delivered to the pt. It was reported that the pump and tubing set were removed from clinical service. The therapy was complete; therefore, the therapy was not resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. During testing of the tubing set at the user facility, air was noted passed the cassette with no audible alarm tone using a test pump. During testing of the pump, the pump passed testing by appropriately alarming when air was present using a test tubing set. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.